Event description:
At the end of a lap band revised to lap sleeve, going through a lot of fat, device was getting hot. Silicone boot started peeling off. Surgeon went to take next bite of tissue to use again and it ripped off. Piece was retrieved. Only had a couple of more bites to finish procedure, so continued with same instrument.

Manufacturer narrative:
Being evaluated now. No patient information was provided.